Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bleeding occurred after the use of the angio-seal device. Additional information was received may 29, 2019: the bleeding occurred while in the cath lab and after the procedure. The blood loss was significant and was stopped using compression. The patient was treated as intended with no harm. Additional information was received june 3, 2019: the procedure performed was a intervention and the size of the sheath used was a 6fr. The blood loss was higher than 250ml in some cases. The bleeding occurred from the puncture site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.